Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motion sensor test failure. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer received the alarm while the insulin pump was in their pocket also the screen was black. Customer recommended customer refer to back up plan per healthcare provider instructions. Insulin pump will be returning for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. No motion sensor test failure alarm, audio beep anomaly, black screen anomaly, numbers count down anomaly or reset anomaly noted. Pump had minor scratched display window.